Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient never had therapy effect; stated that since implant, they had no therapy results. They never fully emptied their bladder. Caller also stated that within a couple of months after implant, they noticed that the implant "came out very quickly" and could move around under their skin. They have a very small butt and that implant was too big, so on monday they had their device replaced (sn asked/unknown) with a rechargeable device. No other information provided to this event the circumstances that led to the reported issue were unknown.